Event description:
Hcp reported pt presented with signs of an infection of the lumbar region. These include redness and pain. The pt does not have meningitis. The pt was treated with both IV and oral antibiotics.